Event description:
The customer reported that the system was losing cine runs. There was no report of injury or chance of injury to the patient.

Manufacturer narrative:
The ge service rep downloaded the log files and could not find where the cine was required in log files. He talked to the director of imaging and decided to have an applications specialist come in a sit through some cases and see if the techs need any retraining on the units. The clinical application specialist went on site and could not duplicate any problems. They gave the techs some training to watch for when they did cine runs on the system.